Manufacturer narrative:
D10: additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device stalled when pressure was added, the internal components were corroded, the electronic control unit (ecu) was shorted internally, and the angle stick gold contact and sa 400 were corroded. It was further determined that the device failed pretest for functional test. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported that during an unspecified surgical procedure it was observed that when pressure was applied to the battery oscillator device, the drill would stopped oscillating. It was not reported if there was a delay in the procedure due to the event. It was not reported if there was a spare device available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.